Event description:
Cover of gantry head on the varian 21 ex fell off, almost hitting patient. It was caught by the therapist. Varian was notified by physicist. Replacement cover was ordered. We will treat with our cover until new one is installed. This is a design problem. The physicist believes replacing the cover may not solve this design problem. Varian needs to look into this matter. The radiation oncology physician has also expressed concern over the safety of the patients and he wants a complete evaluation of the gantry covers as well. The manufacturer has replaced the covers with a new design of cover. We have had no further problems.